Manufacturer narrative:
Customer returned insulin pump for an alleged pump error 35 and critical pump error (open book image) alarm found on (B)(6), 2021. Device received with a frozen display with flashing medtronic logo. Reset the insulin pump three times to determine flashing medtronic logo is permanent. Frozen display with flashing medtronic logo was due to moisture damage to the lcd glass and j4 power connector electrical board 1. Cleaned j4 power connector with alcohol and no effect. Found moisture damage to electrical board 1 during visual inspection. Unable to download history files and traces using thump due to frozen display with flashing medtronic logo. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to frozen display anomaly. Force sensor zero offset within specification (23.1 milivolts). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing overlay, scratched case and moisture damage. Unable to verify pump error 35 or critical pump error (open book image) alarm due to frozen display with flashing medtronic logo. Frozen display with flashing medtronic logo confirmed due to moisture damage on electrical board 1. Unable to download history files and traces due to blank display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had critical pump error alarm. Customer was in the water put no damage to pump or water getting into pump. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.